Event description:
The customer reported frequent non-reactive or slightly elevated covid igg results (access sars-cov-2 igg ii, part number c69057, lot number not provided) were generated on the customer's dxi 800 (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)) for an unspecified number of patients. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. The customer reported that the patients had been vaccinated against sars-cov-2 with the astrazeneca or the moderna vaccines. Samples tested for covid igg were collected two to three weeks after the second vaccination. Detailed data and specific dates of testing were not provided by the customer. No hardware errors were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No issues with other assays was reported at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.

Manufacturer narrative:
The full identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. Customer did not provide a reagent lot number; therefore, an expiration date and a UDI cannot be provided. The customer telephone number is (B)(6). The customer did not provide a reagent lot number; therefore, a date of manufacture could not be provided. The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. The access assay is not labeled for vaccine response detection. Additionally, per safety communication from FDA on 19may2021, antibody testing is not currently recommended to assess immunity after covid-19 vaccination. In conclusion, the cause of this event is likely due to use error.